Event description:
It was reported that the pulse generator exhibited premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the pulse generator exhibited no output and no telemetry. Visual analysis found that the solder bridge on the radio frequency module caused an electrical short and resulted in the premature battery depletion.